Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. During pre-operation interrogation, the patient's right ventricular (rv) lead had noise. The patient was asymptomatic. On (B)(6) 2021, the rv lead was capped and replaced. Patient was stable throughout procedure.